Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a concomitant farapulse procedure, a faradrive steerable sheath was selected for use. After the sheath insertion into the body and aspiration, a mapping catheter was introduced into the sheath. During aspiration. Many bubbles were seen filling the syringe. By adjusting the position of the catheter and sheath slightly seemed to solve the issue. After pre-mapping was complete, the farawave catheter was introduced. The same issue occurred with even more bubbles. Due to the risk of air ingress, the sheath was replaced and the procedure was completed. No patient complications occurred. The device is not expected to be returned for analysis (disposed).